Event description:
A report was received that the patient's entire precision system was explanted, due to meningitis and potentially h1n1 swine flu. The patient was reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for evaluation, as they were discarded by the medical facility.